Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the foley catheter balloon was unable to deflate. So, the patient was taken to the emergency department of the hospital by ambulance. They could not remove the catheter either. Then the urologist punctured the foley catheter balloon in the bladder and then the catheter could be removed. The patient had been using a foley catheter for a long time without any problems. The catheter was placed in august. In october the home-care team want to change the catheter as per follow up information received via ibc on 11oct2021, the balloon was damaged by the urologist and no missing pieces were of the balloon inside the patient. As per additional information received on 14oct2021, the foley catheter balloon was filled with sterile water and it was normally changed every 6 weeks but now the catheter was changed after 5 weeks because there was no longer a good flow of urine.

Event description:
It was reported that the foley catheter balloon was unable to deflate. So, the patient was taken to the emergency department of the hospital by ambulance. They could not remove the catheter either. Then the urologist punctured the foley catheter balloon in the bladder and then the catheter could be removed. The patient had been using a foley catheter for a long time without any problems. The catheter was placed in august. In october the home-care team want to change the catheter as per follow up information received via ibc on 11oct2021, the balloon was damaged by the urologist and no missing pieces were of the balloon inside the patient. As per additional information received on 14oct2021, the foley catheter balloon was filled with sterile water and it was normally changed every 6 weeks but now the catheter was changed after 5 weeks because there was no longer a good flow of urine.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned . It is unknown whether the device had met relevant specifications. The product was used for urological care. It was unknown whether the product had caused the reported failure. The potential root cause for this failure could be user related (example: salt accumulation)/block drainage lumen/no drainage eye). The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: warning: do not use ointments or lubricants having a petrolatum base. They will damage latex.. Visually inspect the product for any imperfections or surface deterioration prior to use. Use luer tip syringe to inflate with stated ml of sterile water. Or for pre-filled products, remove clip and squeeze reservoir to inflate with stated ml of sterile water. For urological use only. To deflate catheter balloon: gently insert a luer slip tip syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. Allow the pressure within the balloon to force the plunger back and fill the syringe with water. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. If necessary, contact adequately trained professional for assistance, as directed by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient. This is a single use device. Do not resterilize any portion of this device. Reuse and/or repackaging may create a risk of patient or user infection, compromise the structural integrity and/or essential material and design characteristics of the device, which may lead to device failure, and/or lead to injury, illness or death of the patient. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text: the device was not returned.